Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of abdominal and common iliac artery aneurysms approximately 2 years ago. Aneurysm and vessel morphology were not reported. During the implant procedure, a 14x24x90 talent iliac flared limb was used in conjunction with a 28x28x40 aneurx cuff (MFR report# 2953200-2011-01195) to seal in the right common iliac artery in order to preserve the internal iliac artery. It was reported that the patient presented approximately 1 month ago with a junctional type iii endoleak, as the aneurx cuff became separated from the talent iliac limb in the right common iliac artery. The physician elected to implant two limbs from another manufacturer and a stent from another manufacturer, which successfully resolved the type iii endoleak; however, a distal type I endoleak was evident. The physician then implanted a stent from another manufacturer to treat the type I endoleak and ended up covering the right internal iliac artery. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak, cause of junctional type iii endoleak is unknown. Conclusion: cause of junctional type iii endoleak is unknown.